Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered the incorrect insulin amount via a bolus due to entering the incorrect blood glucose (bg) value. Reportedly, the customer went into a coma and was hospitalized as bg lowered to 25 mg/dl. Customer removed the pump to treat bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.